Event description:
On (B)(6) 2013, the distributor contacted animas stating that the patient experienced hypoglycemia and was hospitalized. The patient reportedly experienced 'sugar shock' and the doctor determined there was a defect in the pump. There was reportedly a delay with the bolus button or no response at all. The patient stated that the bolus button required multiple button presses. There were no reported blood glucose (bg) values and no additional details provided regarding the "sugar shock". This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy and due to the allegation there was a response issue with the audio bolus button.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the audio bolus button cover was found to be fully intact and was responsive to button presses. Unrelated to the complaint, the keypad cover was found to be fully intact; no lifting or damage was noted. The up and down arrow keypad buttons were found to be intermittently responsive and required excessive force to elicit a response. The contrast and ok keypad buttons were found to be responsive to button presses. The keypad cover was removed; contamination was found under the key contacts. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).